Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 6fr angio-seal evolution device was received for product evaluation. The evolution body was returned mated with the sheath along with header bag. The locator, suture and tamper tube were returned as well. Visual inspection revealed that the suture and tamper tube were completely detached from the evolution body and returned separately. The carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve was in rear lock position with the color bands fully exposed. The button was felt soft upon receipt. No other visual anomalies were noted. For further evaluation, the upper handle was then removed from the lower handle exposing the gearbox assembly. No anomalies were noted with assembly as it rested within the lower handle. The gearbox assembly was then removed from the lower handle and examined under the microscope. Microscopic analysis showed no suture was present around the spool. It was confirmed that the suture had unwound completely and was not tethered to the green suture stake. No other visual anomalies were noted. Terumo has determined the reported event to be manufacturing related and is being further investigated.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when pulling back the angio-seal evolution device to deploy the tamping tube and compress the collagen plug the suture detached from inside the handle. This happened because the plug was deployed in the patient (with the suture still attached) they manually compressed the collagen plug (using the tamping tube from the handle). The case was finished successfully with no injury or issues. The patient was in stable condition. The procedure outcome was good. There was no equipment or other devices used with the above product. Additional information was received 05february2020: the type of procedure performed was a cerebral coiling using a 6fr sheath. There was a pre-deployment angiogram performed.